Event description:
It was reported that there was damage to the pump housing surrounding the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump and was informed they will receive a replacement pump with updated software from technical support. They were given instructions on using and returning the problematic pump, which they acknowledged.